Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3129119, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that one of the catheter's tubing appeared to be shorter than the other catheter's tubing. The engineer also confirmed that the one of the catheters was missing the bevel tip. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing and further inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was defective. The following was received by the initial reporter: sending you a heads up on the taylor sse scheduled on sept. 27th involving the IV catheter that was missing the bevel tip when removed. Their pt had no actual; harm.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was defective. The following was received by the initial reporter: sending you a heads up on the taylor sse scheduled on (B)(6) involving the IV catheter that was missing the bevel tip when removed. Their pt had no actual; harm.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.